Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, to place biventricular assist devices to support poor cardiac function, the pt was very compromised with low partial pressure of oxygen in arterial blood (pao2), low mixed venous oxygen saturation (svo2), and was hypotensive. The procedure was completed, as scheduled, but the pt expired post procedure due to myocardial function issues. Product was not changed out. Surgery was completed.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available.